Event description:
Pt reported that their insulin cartridge cracked, causing insulin to leak inside of the device's cartridge chanber. They indicated that there was no apparent damage to the insulin cartridge, prior to inserting it into the device. No error messages were generated by the device. At the time of the report, pt's blood glucose measured >400 mg/dl. They self-treated by programming a 10u bolus.